Event description:
Customer alleged blood glucose results of 183 mg/dl on the advantage system compared to 53 mg/dl on a professional meter when tests were performed back-to-back. The customer was experiencing symptoms of low blood glucose and self-treated with carbohydrates and protein. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.